Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 unit- customer robert called in for help on unit the right side of the unit will not respond to any unit when connect one. Before called in customer had replaced both iui on unit and still have same issue. He has a bad logic board need to replace.